Event description:
It was reported that the day after implant, it was discovered that both the atrial lead and the right ventricular leads had dislodged. The leads were repositioned and remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.